Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's bladder problems were not at a fifty percent improvement. They thought the stimulation was "messing with their bowels," and could feel stimulation in their legs. Their bladder problems would come and go; they thought the bladder problems were related to their emotions. During the call, after they were successful to fully charge their ins, the patient connected with the communicator and reported they were on program 1 at 0.6 volts. They reduced the number to 0.5 volts and confirmed that was feeling better for their legs. System education information was reviewed, and they were redirected to their healthcare provider to further address the issue. They expressed frustration because they did not have a computer and did not know beforehand how much technology would be used for the system therapy.